Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record was performed and no defects were found. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI#:(B)(4).

Event description:
It was reported foreign matter was observed on the 18ga x 1 1/2in bd¿ blunt filter needle. There was no report of injury or medical interventions.